Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: date of report. UDI, expiration date. Date received by manufacturer. Checked "follow-up". Checked follow-up type. Device evaluation checked "yes". Device manufacturer date. Entered evaluation codes. Added manufacturer narrative. The product was returned and the reported events (infection, bone loss) could not be verified, as the exact details of device usage and the patient¿s anatomical conditions were unknown. Also, no x-rays were provided for the reported events. Based on the evaluation, device malfunction did not occur. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported events were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be identified. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information was provided.

Manufacturer narrative:
Zimmer biomet complaint (B)(4).

Event description:
Doctor reports that patient developed infection around implant bopt4313 in site # 22. Bone loss is also reported. The implant was removed.